Event description:
Physician reported a pt injected with radiesse in the nasolabial folds, oral commissures and marionette lines developed severe swelling and cyst-like areas on left side of face several days post-injection. The pt went to the ER and was treated with bactrim. The injecting physician also prescribed cipro and prednisone for her.

Manufacturer narrative:
The pt returned to injecting physician on (B)(6) 2011 with persisting symptoms and was treated with a second course of cipro, prednisone and newly prescribed clindamycin. During a f/u appointment in (B)(6), 2011, the physician attempted to excise the radiesse without success. Kenalog was injected into each area and a medrol dose pack prescribed. Pt returned to the injecting physician on (B)(6) 2011, presenting with mild to moderate erythema at left cheek and prednisone was continued. Further f/u has not been provided. A review of the device history records indicates the reported lot #1024009 met all specs prior to release and no abnormalities were noted.